Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that drawer 4, row cubies were not detected on the bus. The leds were active for the cubie tray. A field service engineer reseated the cable connections for the cubie tray row board and replaced the flat flex cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not located on bus. The customer stated that this malfunction occurred while dispensing the medication and nurse had to access the medications from another pyxis. There were no adverse events or injuries reported based on this event.